Event description:
It was reported that after pre-dilatation, a 2.25 x 15 mm xience stent failed to cross the lesion in the tortuous marginal branch and was retracted from the anatomy without issue. A 3.0 x 12 mm xience stent failed to cross a lesion in the tortuous circumflex. During removal of the device, resistance was encountered with the guiding catheter [unspecified], but it was able to be retracted into the guiding catheter. However, the stent dislodged in the rotating hemostatic valve (rhv). No adverse patient effects were reported. The procedure was completed with another device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: device evaluation: analysis of the returned 3.0 x 12 mm xience prime stent delivery system noted that the stent implant was returned dislodged, confirming the reported device issue. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.